Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The lot review revealed one other complaint associated with this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the intraocular lens (iol) "got stuck in the injector when inserted, not being injected in the eye." The product was replaced and the procedure was completed. Additional information indicated that the sample is unavailable due to it being used on a patient with an infection. Additional information was requested; however, further information has not been received.

Manufacturer narrative:
A non qualified viscoelastic was indicated. The root cause for the reported event/issue may be related to a failure to follow the IFU. A non-qualified viscoelastic was used in the device. Material properties of non qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the aspheric intraocular lens with company preloaded delivery system IFU, only qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the IFU for the aspheric intraocular lens with company preloaded delivery system and is not recommended under any circumstance. The manufacturer internal reference number is: (B)(4).